Event description:
Caller is with the patient (pt) today and initially noted the reason for call was because the pt is seeing 'settings not available' on the controller. The caller notes pt has one group with two programs with stim settings at 1.2 and 1.1ma. Agent reviewed reasons for the message being displayed and noted that impedance values are likely going to be the reason for the message. The caller notes they typically have the representative (rep) program settings but the rep was not available today. The caller noted that around the same timeframe the pt saw this message, the pt noted getting a shocking sensation when the pt leans back. Agent reviewed evaluation of the impedances and possible reprogramming as the best course of action moving forward.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they saw a medtronic representative, 2 weeks ago for reprogramming and the representative told the patient that it seemed like some electrode wasn't working. Patient said now the same issue was persisting. Patient confirmed the settings not available message was occurring. Patient stated this was what was happening before, but now this issue reoccurred again on saturday evening. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3587a, lot # n0054555, implanted: (B)(6) 2006, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating the ins and lead were explanted on (B)(6) 2026. The patient had experienced fractured leads due to a fall and the ins was nonfunctional on the day of the surgery which has been determined to be a patient-related issue. The explanted device was disposed of on the day of the surgery. This information has been validated by the physician.

Event description:
A healthcare professional (hcp) called and stated the pt came to MRI appt. Hcp states pt reported that the were seen in august or sept. Of this year to have the scs checked, pt also stated that the "scs battery is dead due to broken prongs". Hcp unable to clarify further. Additional information was received from the pt. Pt said they had an appointment on thursday and pt said they would be getting ins replaced on (B)(6) because the ins no longer worked - pt confirmed settings not available message on call. Pt said they had met with a "vcu" hcp about a month ago and they decided to get ins replaced or "do treatments." Technical services (tss) emailed pt physician listings and emailed local manufacturer representative (rep) for visibility. Patient called back to confirm replacement date and time for (B)(6). Technical services(ts) redirected patient to hcp to determine this schedule. Rep responded to the e-mail that they would reach out to the patient.

Manufacturer narrative:
Continuation of d10: product ID 3587a lot# n0054555. Implanted: (B)(6) 2006: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6: code corrections have been updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.